Manufacturer narrative:
The device was returned to the resmed technical service center and an evaluation was performed. The evaluation determined that the power issue was due to a damaged ac inlet socket. The chassis was replaced to address this issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported by resmed that while an astral device was being serviced, it did not recognize the ac power when plugged into the power outlet. The device was not in use when the fault occurred; therefore, there was no patient involvement.